Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was 130 mg/dl at the time of the incident. The insulin pump had a blank display. The customer was able to clear the alarm but were unable to complete the insulin pump rewind. The insulin pump had an insulin pump error alarm. It was reported that the insulin pump was beeping and then died. The customer stated that the display was not blank less than 30 seconds and/or did not return. The customer stated that the display was not blank currently. The contacts on the battery cap were neither missing nor damaged. The insulin pump turned on but keeps turning off and had a blank screen. The insulin pump was exposed to moisture. The insulin pump again had an insulin pump error alarm after the insertion of the new battery was inserted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the device back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted. No pump error 29 or error 43 alarms noted during testing. Blank display not confirmed. Device received with unresponsive graph button due to moisture damage on the electronic assembly. Keypad unresponsive/button error alarm confirmed. Blank display not confirmed. Moisture damage was also found on the force sensor and motor during visual inspection.